Event description:
It was reported that while the battery of the dinamap pro care 400 monitor was being charged, the power supply cord became hot and melted the ac outlet. The device was not monitoring a pt at the time. No injury was reported.

Manufacturer narrative:
The user facility was not using the specified ge healthcare power cord. The operator manual for the device states: "prior to each use, inspect the power supply cord to ensure proper connection and condition." "The use of the accessories, transducers and cables other than those specified may result in increased emissions or decreased immunity performance of the equipment or system." "Use only accessories approved for use with dinamap monitors. Failure to use recommended accessories may result in inaccurate readings."